Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d6a/b, and h6. Rupture will be unreported as physician confirmed device to be intact during surgery.

Event description:
Later, healthcare professional reported "at the time the implant was removed, neither had ruptured". This record is for the right side. Device was explanted. Rupture will be unreported as physician confirmed device to be intact during surgery.

Event description:
Company representative reported "rupture, scattered cysts, benign calcifications". Diagnosed via us. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.